Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient status was unknown.

Event description:
Additional information received noted that the post-paced t wave oversensing was observed remotely. Programming changes were performed. There were no patient consequences.